Manufacturer narrative:
The reported field event of premature battery depletion on the implantable cardioverter defibrillator device was confirmed. A longevity calculation was performed and found the battery depletion was premature based on default device settings. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the root cause of the high current drain and premature battery depletion.

Event description:
New information notes that the implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited high current drain and premature battery depletion. No intervention was performed. Patient was stable.